Event description:
It was reported the patient experienced no pain relief with their scs system. As a result, the system was explanted to address the system. The investigation did not determine which lead is related to the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000103244. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.